Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user set up a new ilet system with guidance, including preparing a new infusion set and cartridge, pairing a dexcom g7 continuous glucose monitor (cgm), completing pump initialization steps, entering weight, and restoring secondary targets, after which the user noted hyperglycemia around 341 mg/dl without symptoms while waiting for prior insulin to clear before restarting pump therapy. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.